Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® buffered sodium citrate (9nc) blood collection tubes are overfilling. This was discovered during use. The following information was provided by the initial reporter: material no. 363083 batch no. Unknown. It was reported that tubes are overfilling.